Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The lead met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-12578. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD)'s set screw was unable to be rotated. The ICD was ultimately implanted. Post implant procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was repositioned on (B)(6) 2025. The patient was in stable condition.